Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 748951, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient¿s stimulation stopped a week prior to call. It was noted the patient¿s programmer was not working. It was reported the patient would get new batteries and call back. It was reported the patient had a loss of therapeutic effect. It was noted the stimulation came on with body position; the patient felt stimulation when twisting their neck. It was reported increasing stimulation did not resolve the issue. It was noted changing the programmer batteries resulted in the normal programming screen. It was reported the patient could feel stimulation in their neck, but not their back. It was noted changing the program did not resolve the issue.